Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with manual injection. Customer was hospitalized at (B)(6) center on (B)(6) 2017 around 11am. Troubleshooting was performed. The insulin pump has had pump error alarms that was not resolved. The product will be returned for analysis.